Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalization for low blood glucose level of 21mg/dl. The customer treated with food. Troubleshooting found that the drive support cap was sticking out and not recessed into the device. It was also found that the customer was involved in a vehicle accident. Customer declined low blood glucose troubleshooting and indicated that the hospital provided instruction on how to take insulin. The product was not returned for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted.